Event description:
The customer reported being hospitalized with high blood glucose of 1600 range by the time the paramedics were called. The customer was rushed to the hospital two weeks ago and she was unconscious and unresponsive from diabetic coma. The caller mentioned that she lost her insulin pump while she was in the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.